Event description:
Information was received indicating that during use, a smiths medical cadd cassette reservoir was noted to have underdosed medical fluid. The reporter indicated that previously, the underdose was observed in the product 6-7 times a week with an average underdose of 12-13 ml per medication however this time, 15-18 ml of average underdose per medication was noted in 4 days consecutively. No patient consequences were reported.

Manufacturer narrative:
H2) this correction report is being submitted to notify you that the previous report send with MFR number 3012307300-2020-10055 is a duplicate of the report that was sent with MFR number 3012307300-2020-10059. No more reported will be submitted under MFR number 3012307300-2020-10055.